Event description:
The distributor contacted heartsine to report that the on/off button of their device was unresponsive. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine evaluated the device and was able to duplicate the issue. There was corrosion found on the membrane panel due to suspected storage outside of the indicated conditions. The corrosion on track 13 was found to be the cause of the issue with the on/off button. The device was scrapped and the customer received a replacement device.

Event description:
The distributor contacted heartsine to report that the on/off button of their device was unresponsive. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.